Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon burst occurred. The lesion was located in the left coronary artery. The lesion was approximately 38-40mm in length and moderately calcified. The vessel anatomy was non-tortuous with 85% stenosis. The physician initially used another MFR's 2.5x20mm balloon to predilate the lesion. It was not known how many inflations were made with the balloon, however, it was noted that the balloon "was broken". The physician then inserted the quantum 2.5 x 20mm balloon and felt resistance while advancing the balloon to the lesion. The balloon was inflated one time to 14 atms at which point the balloon "broke." The physician noted that the balloon did not inflate completely. The balloon was deflated successfully and removed intact from the pt. An unspecified stent was successfully implanted and the pt was noted to be in good condition post-procedure.